Event description:
Customer claims the alarm tone is intermittent and that when you tap on the unit then it works. There was no patient injury reported.

Manufacturer narrative:
Results - evaluation of the returned product shows that the alarm sounds correctly. The unit magnet, sensor, and delay switch functions correctly. The battery connectors inside the unit are damaged.